Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's implantable neurostimulator (ins) is in overdischarge. They inquired about the process to pull the ins out of overdischarge. Information was reviewed and the manufacturer representative (rep) plans to meet with the patient (B)(6)2020. Additional information received from the manufacturer¿s representative (rep) reported the rep had the patient come to the clinic where the device was reset with a recharger and charged to 25%. The device was then interrogated, tested, and stimulation was restarted. Following this the patient was doing well. No patient symptoms or further complications were anticipated. No patient symptoms were reported.